Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced an adhesive event where 3 infusion sets fell off in month of june during use. The blood glucose level was 10 mmol/l at the time of events. Patient replaced infusion set and resumed insulin successfully no further information was available.

Manufacturer narrative:
Initial and final device 3 of 3